Event description:
It was reported in a service report the bolt that holds the fowler on the pt right side was bent and stripped, and the fowler could not be lowered flat. No pt involvement or adverse consequences were reported.